Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05566 and 3005099803-2012-05567 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the first resolution clip (MFR# 3005099803-2012-05566) was used to grasp tissue; however, the nurse indicated that the clip assembly was not able to grasp enough tissue and difficulties were encountered while attempting to release the clip assembly from the delivery catheter. A second resolution clip device (MFR # 3005099803-2012-05567) was then used, but the same issue occurred; not enough tissue could be grasped and the clip assembly was difficult to release from the delivery catheter. The procedure was completed using another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.